Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, search for similar complaints, a review of tracking and trending data, a review of performance, and product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse trends. No non--conformances or deviations were identified. Retained file kits of architect anti-hcv reagent lot numbers 94361li00 and 95367li00 were tested in a control setup. The two lot numbers were calibrated on three instruments and the calibrations met instrument specifications. All control values met control specifications. A review of the data showed that sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv list 06c37, that has a similar product distributed in the us, list 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple (B)(6) anti-hcv (lot 94361li00) results of (B)(6), when processing on the architect i2000sr. Previous results were all (B)(6). No impact to patient management was reported.